Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure, it was noted that the right atrial lead was difficult to insert into the implantable pulse generator¿s header. A set screw anomaly was noted. Using a different method, the set screw was able to be secured. The patient was stable throughout.